Manufacturer narrative:
A steris account manager performed in-service training on the proper and operation on the loading rack and transfer carriage. No additional issues at the user facility have been noted.

Manufacturer narrative:
No instruments were affected as a result. The user facility stated a load rack fell off of their evolution transfer carriage while removing the rack from their evolution sterilizer. A steris service technician arrived on-site and spoke with the user facility regarding the reported event. Contrary to the reported event, the employee subject of the reported event was not injured; however, she was instructed to be evaluated at the user facility emergency room as a precaution, and then returned to work. The technician identified that the loading rack did not properly lock onto their evolution transfer carriage as the employee was removing the rack from the sterilizer. As the employee pulled the transfer carriage backwards, the loading rack fell to the ground. The technician inspected and tested the transfer carriage, he was unable to re-create the reported event. The transfer carriage was confirmed to be operating properly. However, the user facility has removed the transfer carriage from service. The unit was manufactured in 2012 and is not serviced or maintained by steris. Steris will offer in-serving training on the proper use and operation of the loading rack and transfer carriage. No additional issues have been reported.

Event description:
The user facility reported an employee injured her hand when a loading rack fell off of their evolution transfer carriage. Medical treatment was sought but not administered.